Event description:
It was reported that the flex deflectable videoscope displayed an e421 error message during an unspecified therapeutic procedure. The procedure was completed with no delay, using the same device. There was no report of patient/user harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, d10, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported e421 communication error was not confirmed during evaluation, and a definitive root cause of the issue could not be determined. Additionally, the investigation found that the device exhibited a b31 scope communication error. The root cause of the error was determined to be a damaged circuit board inside the video connector. The root cause of the video connector damage could not be determined, however, the issue was likely the result of component failure due to repetitive use stress, user handling and or external factors. Olympus will continue to monitor field performance for this device.